Event description:
It was reported that the epg (external pulse generator) does not capture. The case also shows damage. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the heart lead flex was out of specification, one of the diodes on the ventricular side was shorted. It was also noted that the upper case, lower case, side bail covers, ring cover and battery drawer were broken, the battery release and lead flex cover were contaminated, the battery contacts were compressed, the side bails were missing and the ring was bent.